Event description:
The pt was admitted as a known diabetic with burns and hypertension. A fasting blood glucose test was performed and the result was 500mg/dl. A retest was done and the result was 500mg/dl. A lab was done and the result was 112mg/dl. Treatment if any was not provided. Unk if controls were in rnage. A request for the return of the device was made.